Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Procedure type? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. The patient experienced a severe reaction to the mesh, infection, severe nerve damage and constant pain. It was also reported that the patient experienced a hole in the abdomen for eighteen months because when the stitches were removed after the initial procedure, the cut burst open and it did not close until all the mesh was removed. The patient underwent three procedures to remove the mesh. It was also reported that the hole the patient was left with had to be packed and cleaned every day until it healed. It was also reported that 'twisted' scar has been formed. Additional information has been requested.